Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 on the auxiliary cabinet was failed to detected on bus. The field service engineer replaced the drawer controller and configured the drawer to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the drawer was failed. The customer stated that this malfunction occurred while user trying to issue medication to the patient. The user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.